Event description:
It was reported that an interlink continu-flo solution set had leaked. The leak was found in the port nearest the patient, after the infusion. The concomitant medical products are currently unknown. There was patient involvement, however there was no report of adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received (date of receipt not specified) and visual inspection identified an inverted septum on the y-site housing. The root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.